Manufacturer narrative:
Method - the manufacturing/qc records, previous sales and complaints were reviewed. A post mortem was carried out in 2009. Vascutek has not received any details of the post mortem, and do not know if the device has been returned or its location. An inquest is to be held. No date is known at this time. Results - there was nothing untoward from the batch records. There were few patch products distributed from the batch 94804. They were all distributed in 2009. There have been no other incidents reported for this batch of devices. A large quantity of this product have been sold between 2004 and 2009 with one complaint (not including this one) giving a rate of less than 0.002%. There were no complaints regarding splitting. The fluoropassiv tm thinwall carotid patch is a surface modified knitted polyester gelatin sealed carotid patch used in the treatment of carotid endarterectomy. In order to obtain further information, an adverse event record has been sent to the implanting surgeon. A company representative has requested a meeting with the implanting surgeon in september 2009. Conclusion - no conclusion can be drawn at this time.

Event description:
The event occurred in a foreign country. The event is being reported due to death of the patient. The patch was implanted in 2009. Information received from the foreign medicines and healthcare products regulatory agency stated that the patient had died 6 days after implant. Post mortem investigation revealed "partial splitting" of the vascular patch.